Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: left hip pain, right hip pain. Litigation states only left hip done. Doi: (B)(6) 2009 left hip. Dor: none reported. Patient residence: (B)(6). Update 01/10/2012 patient fact sheet (pfs) form received. There is no new information that would change the outcome of the investigation. Pfs attached to the complaint file. Update received 12/23/2013 - the complaint has been reopened so that it could be updated with the patient's clinical ID number. Clinical report states that the patient has experienced pain, but has not required a revision surgery. There is no new information that will affect the existing MDR decision. Complaint updated 01/15/2014. Update jun 09, 2017: legal medical records received. After review of the medical records for MDR reportability, revision note stated that the posterior capsule and external rotators were fully dehisced, the tissues were glassy in appearance with brown and gray staining lightly throughout all tissues and the trunnion did not demonstrate deep corrosion or much damage. Sleeve is being added for the pain. This complaint was updated on: jun 20, 2017.